Manufacturer narrative:
Date of implant added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced on sep 10, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date is unknown.

Event description:
It was reported that the patient was not getting adequate therapy on their right side. Reprogramming was attempted without success. As a result, surgical intervention may occur to address the issue.